Event description:
It was reported that this non boston scientific right atrial (ra) lead was exhibiting high capture thresholds with loss of capture. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).